Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation correction to g2. G2 - added the country croatia. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a damaged cable unit. The specific root cause of the damaged cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while testing the unit prior to procedure, the image would occasionally disappear on the camera head. There was no patient injury reported.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was confirmed as there was no image due to the cable damage. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.